Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported the patient had poor venous access on (B)(6) 2020 initial PICC placed, migrated to ij on (B)(6) 2021 where we placed a new line. Hx of lymphoma with cns involvement, had fungal infection in right upper lobe of lung with surgical intervention in (B)(6) 2020. Additional information received 01/25/2021: it was reported the migration of the catheter placed in (B)(6) has no bearing on the wire not being able to be passed through the needle when attempting to replace the PICC line. The catheter placed in (B)(6) was discontinued prior to insertion of new PICC line on (B)(6) 2021.